Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a history of gi bleeding (dates unspecified) that was treated by discontinuing aspirin therapy. It was reported that the bleeding was due to diverticular hemorrhage, and blood was noted throughout the colon. The patient was off of coumadin for a few days, and the international normalized ratio range was narrowed. The patient was later started back on coumadin. The patient is doing well, on persantine, coumadin, and is now back on aspirin since (B)(6).

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined; however, approved labeling lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient was readmitted on (B)(6) 2015 and discharged on (B)(6) 2015 for a different issue (reference MFR # 2916596-2015-00696). The patient remains ongoing on vad-(B)(4) and no additional events have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.